Event description:
It was reported that 1 unspecified bd nexiva IV broke off. The following information was provided by the initial reporter:   the consumer facility reported a bd nexiva catheter that broke when being inserted (the light gray plastic piece where the luer lock adapter goes).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and based on the limited investigation results, a cause for the reported incident or the root cause could not be determined. No review of the complaint lot history check for (catheter broken) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system broke off. The following information was provided by the initial reporter :   the consumer facility reported a bd nexiva catheter that broke when being inserted (the light gray plastic piece where the luer lock adapter goes).

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that bd nexiva¿ closed IV catheter system broke off. The following information was provided by the initial reporter :   the consumer facility reported a bd nexiva catheter that broke when being inserted (the light gray plastic piece where the luer lock adapter goes). D.1. Medical device brand name: bd nexiva¿ closed IV catheter system. D.2. Common device name: intravascular catheter. D.3. Medical device manufacturer: becton dickinson infusion therapy systems inc. (Sandy) d.4. Medical device catalog #: 383536. D.4. Unique identifier (UDI) #:(B)(4). D.4. Medical device lot #: 1301711. D.4. Medical device expiration date: 30-sep-2024. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-apr-2022. G.1. Manufacturing location: becton dickinson infusion therapy systems inc. (Sandy). G.4. PMA / 510(k)#: k102520. H.4. Device manufacture date: 21-oct-2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20g x 1.00in. Nexiva unit from lot number 1301711. A gross visual inspection found that the distal end of the luer adapter had a horizontal dent and the luer threads were deformed. Additionally, microscopic inspection found that a blue solid material, resembling plastic, was lodged inside the luer hub. The surface of the proximal end of the material inside the luer hub had a bumpy surface with varying height indicating that the material had experienced tensile stress. Additionally, the material had a hole in the center which ran along the length. The reported defect was confirmed. It is likely that the reported defect occurred in the customer¿s environment as the only material inserted into the luer hub (where the defect was present) during manufacturing is a vent plug. The vent plug is a clear material which does not match the blue color of the material found on the unit. Also, if the threads were damaged when the end user received the unit, it would not be possible to get a secure connection with IV connector. Based on the observations made it is likely that an IV connector was attached to the luer hub of the nexiva and due to excess force, which caused damage to the luer and connector to break inside the luer. During use, if excess force is applied to the y-adapter by the clinician or the patient, components in the fluid path may crack or separate from junctions. A device history record review showed no non-conformances associated with this issue during the production of this batch.